Manufacturer narrative:
The investigation is ongoing. If additional reportable information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that during the transoral incisionless fundoplication (tif) portion of a ctif procedure, following hiatal hernia repair, an esophagogastroduodenoscopy (egd) identified small amounts of food in the distal esophagus and stomach. The physician elected to proceed with the tif procedure. The esophyx device was prepared and inserted according to the instructions for use. During the procedure, the esophyx device became covered with food particles. The procedure was paused, and the device was removed. An endoscopic retrieval net, irrigation, and suction were used to remove food particles from the esophagus, stomach, and esophyx device. The esophyx device was then reinserted. After the esophyx device and endoscope were placed in retroflexion, the helical retractor was observed to be bent approximately 90 degrees. The helical retractor was safely stowed, and the esophyx device was removed from the patient. A subsequent egd identified a 4 cm distal esophageal tear. The reporter noted that, just prior to identification of the tear, another esophyx device had been opened by a nurse before being instructed to do so. Nine endoscopic clips were placed to completely close the tear, and a nasogastric tube was inserted. The patient was transferred to the post-anesthesia care unit, admitted to the hospital, and treated with antibiotics. An esophagram confirmed no perforation.